Manufacturer narrative:
Results: customer photos were submitted. Through visual inspection of the customer photos, we are unable to determine if the gel is present. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6277694. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ had missing gel. No injury or medical intervention reported.